Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to infection. This lead, along with the entire system was explanted and replaced with a competitors' system. No additional adverse patient effects were reported.